Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the rep that the surgeon used (2) pmw35 skin staplers in the same case and found they would not close. Another pmw35 instrument was used to complete the case. There was no consequence to the pt.